Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to extensive damage to the distribution node pca. There was thermal damage to components l702, esd700, l701, u727, and u728. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, damaging the components on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.